Manufacturer narrative:
The reported product is not expected to be returned as the customer declined to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin reaction was reported with wear of the abbott diabetes care (adc) device. Customer experienced skin infection at the sensor site. In addition, the customer also experienced seizures and received unspecified treatment from a third-party administration for the reported product issue. There was no report of death or permanent impairment associated with this event.